Manufacturer narrative:
The quote for the part order had expired due to no response from the customer. No further service provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure occurred. The remote service engineer (rse) confirmed no other error codes in the logs. The rse advised the replacement of the central processing unit (cpu) printed circuit board assembly (pcba) then a replacement of the power management (pm) printed circuit board assembly (pcba) if needed. The rse provided the part number of both the cpu pcba and pm pcba for the customer to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
At a later time, the customer called into philips and informed them that their technician had informed them to replace the cpu pcba before returning the device back into service. The customer replaced the cpu pcba and the rse provided the customer with replacement option codes and directions on how to program the unit for service. The customer completed the rse's directions and confirmed the device was operational. The issue was determined to be a malfunction, as the device did not meet all required specifications during verification testing and an internal device failure was identified. The reported issue of a backup alarm failure was confirmed via confirmation of error code in event log. The cause of the malfunction was due to faulty cpu pcba. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.